Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; g3; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient had a initial surgery. During the surgery, the trials were stable but the final stem sat proud around 2-3mm above the level of the trial components. It was decided to change to a standard neck for a -3 neck with a 48mm head. No information provided on the broach used. No other complications noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - stem. G2: foreign: canada. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery after the trial components were removed, the stem was positioned 2 to 3mm above the trial broach. The surgeon used an alternative neck and head to accommodate for this, and the surgery was completed without complication. There was no known impact or consequences to the patient. It was reported that no further information is available.